Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as compressor, other/defective, no power.

Event description:
Dealer advised unit will not turn on.